Event description:
Patient's oxygen saturation dropped. Upon investigation, it was noted that the heat moisture exchanger (hme), fell apart and blue inner foam part was found in the patient's trach tube. Respiratory compromised until sponge was manually removed. A neonate product was being used because the patient had a c-collar and the pediatric t shape hme would not fit under the c-collar. All the affected product has been pulled.